Event description:
It was reported that during a da vinci hysterectomy procedure, when the mega needle driver instrument was initially inserted into the arm for use, after docking, the instrument arm didn't light up and the monitor alarmed the item was not supported. The instrument didn't register. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis performed an identification board recognition test on an is3000 system and the test failed. An additional finding was various scratches on the distal end of the main tube showing light material removal. The scratches were .075 - .408 in length and were not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.